Event description:
Chemotherapy spiked to smartsite burette set primed with normal saline. When tubing loaded into the pump, pump began alarming that there was air in line. When the nurse investigated for problems and opened the pump, she noted a disconnect in the upper line at what was supposed to be a permanent connection.====================== health professional's impression======================a disconnect was found in the upper line at what was supposed to be a permanent connection